Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "revised a left hip due to infection. Removed all hardware and replaced with a serf novae stick cup and competitor stem". No further information is available.